Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was visually inspected. The analysis of the lead showed that the insulation of the lead body was severely damaged about 43.5 cm distal of the is-1 connector pin due to squashing and deformation. The conductor coils were fractured at this site. This damage is with high probability the cause of the clinical complaint. The observed damage pattern requires excessive pressure load on the lead body. The position and characteristics of the damaged structure of the lead body lead to the assumption of excessive mechanical stress of the lead due to the subclavian crush syndrome. In addition, damage was noticeable at the insulation, which was probably caused during the extraction. The manufacturing process of this device was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
It was reported that the pacing impedance was out of range, greater than 3000 ohms. Lead fracture was suspected.